Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced 2 cannula came out in less than 24 hours on (B)(6) 2024. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.